Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient has neuralgia in the face and head and cheek. The patient has four quad leads in the head. For the past couple months the patient has pain behind right ear and right cheek near the lead. Troubleshooting was not required. The issue was addressed at a revision on (B)(6) 2021. During the call the caller indicated that the patient had a car accident and subsequently all of the leads replaced. The caller indicated that this event was reported but did not have the report number at the time of the call. Tss did not ask for any other details per (B)(4). Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). The reason for call was to report the event. The caller indicated that the medical doctor (md) attempted to do a lead revision today to move the lead in the upper cheek. The md cut down to the anchor, the md pulled at the anchor, and sheared the insulation on the quad lead that was in the cheek. The md explanted the leads in the face and left the occipital leads implanted. The md was concerned about the patient getting complex regional pain syndrome because of the removal of the leads. The md left boots on the extension that was connected to the leads that were removed. The md plans to go back later to replace the quad leads that were removed.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the notified date was (B)(6) 2021.